Event description:
Note: this is one of the two complaints which occurred during the same procedure. Reference manufacturer report number 3005099803-2009-01590 for details regarding the other associated device. It was reported to boston scientific corp in 2009, that a resolution clip device was to be used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, upon unpacking the resolution clip device, during procedure preparation, the end of the sheath was found to be smashed and crimped. Advancement of clips out of the sheath was not possible. It was noted that incidence occurred outside the pt. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.